Manufacturer narrative:
The device was received fully deployed. The device generated a hazard alarm, indicating step sensor asserted before wire driven. During investigation, it was observed that there was corrosion on the printed circuit board, mechanism rail, and piezo. Additionally, an internal tear on the unexposed portion of the soft cannula was found to leak fluid during the fluid path test, which can be confirmed to contribute to the corrosion that was observed. The cause of the hazard alarm can be confirmed to be a result of the leaking internal tear on the unexposed portion of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a hazard alarm occurred while the patient was sleeping, notifying them of a "pod error". The blood glucose levels were raised to over 250mg/dl. During investigation, it was observed that there was corrosion on the pcb, mechanism rail, and piezo. Additionally, an internal tear on the unexposed portion of the soft cannula was found.